Event description:
It was reported that the user experienced hyperglycemia after being disconnected from insulin delivery during a shower and contacted support for assistance with an infusion set and cartridge change; the user was using a 23-inch teflon 6 mm inset infusion set and was guided through rewinding, replacing the cartridge, replacing the infusion set and connector, filling tubing, applying the new set, and filling the cannula, after which insulin therapy was resumed and the ilet reduced glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education to restore insulin delivery. Investigation of this case revealed no device malfunction reported, with hyperglycemia attributed to interruption of insulin delivery while disconnected, and the ilet functioned as intended once therapy was resumed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.